Manufacturer narrative:
Chose "serious injury" because patient required re-operation, which for a heart valve is like a serious injury. The real issue was "adverse event". Device history records review: the device was manufactured per specifications.

Event description:
Per operative notes obtained from the hospital, the patient was re-operated, revealing a leaflet in his on-x prosthetic aortic valve was completely embedded in a mixture of fresh and old thrombus. The other leaflet was also immobile. The mechanical valve was explanted and a tissue valve was implanted in its place. The patient was known to be missing some of his inr management appointments. On admission, his inr was subtherapeutic. The patient did well, transferred to ICU in stable condition. Discharged home on post-op day #4. Reason for reporting: valve thrombosis is an expected adverse event, listed in the IFU section 5. Per aats/sts guidelines, valve thrombosis is defined as valve-related and reportable. This event occurs well within expected frequency and there is no trend observed.